Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). Reason for original complaint. -litigation papers allege: patient experienced debilitating pain, discomfort, and a popping sensation in the area of her hip implant, thereby, negatively affecting her ability to perform activities daily, doi: (B)(6) 2008 left hip; dor: none reported; doi: (B)(6) 2010 right hip; dor: none reported. Patient residence: (B)(6). Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ppf allege elevated metal ions. There is no revision reported. Added stem due to elevated metal ions. Doi: (B)(6)2010: dor: not reported; right hip